Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that a grade e dissection occurred. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2022 as a part of the (B)(6) clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid sfa, and left distal sfa with proximal reference vessel diameter of 5.14 mm and distal reference vessel diameter of 4.89 mm with lesion length of 300 mm and 100% stenosis. It was classified as a tasc ii d lesion. Prior to target lesion treatment, pre dilation was performed using a 3 mm x 150 mm sterling percutaneous transluminal angioplasty (pta) balloon, a 5 mm x 100 mm sterling pta balloon, and a 6 mm x 150 mm non-boston scientific pta balloon. Treatment of target lesion was performed by placement of two 6.0 mm x 120 mm eluvia drug-eluting stents and a 6 mm x 80 mm eluvia drug eluting stent. On (B)(6) 2022, the same day of index procedure, during treatment of the target lesion, a dissection of grade e was noted after the angioplasty with pta balloon. It is unknown which balloon caused the dissection. In response to the event, a bailout stent was implanted. Following, post dilation with a 5 mm x 80 mm mustang pta balloon was performed, and the final residual stenosis was noted to be 10%. The complication was resolved, and on (B)(6) 2022, the subject was discharged from the hospital.

Event description:
Elegance clinical study. It was reported that a grade e dissection occurred. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid sfa, and left distal sfa with proximal reference vessel diameter of 5.14 mm and distal reference vessel diameter of 4.89 mm with lesion length of 300 mm and 100% stenosis. It was classified as a tasc ii d lesion. Prior to target lesion treatment, pre dilation was performed using a 3 mm x 150 mm sterling percutaneous transluminal angioplasty (pta) balloon, a 5 mm x 100 mm sterling pta balloon, and a 6 mm x 150 mm non-boston scientific pta balloon. Treatment of target lesion was performed by placement of two 6.0 mm x 120 mm eluvia drug-eluting stents and a 6 mm x 80 mm eluvia drug eluting stent. On (B)(6) 2022, the same day of index procedure, during treatment of the target lesion, a dissection of grade e was noted after the angioplasty with pta balloon. It is unknown which balloon caused the dissection. In response to the event, a bailout stent was implanted. Following, post dilation with a 5 mm x 80 mm mustang pta balloon was performed, and the final residual stenosis was noted to be 10%. The complication was resolved, and on (B)(6) 2022, the subject was discharged from the hospital. It was further clarified that the dissection was caused by a non-boston scientific guidewire.

Manufacturer narrative:
A1: patient identifier:(B)(6).